Manufacturer narrative:
A system check performed in 2007 met specifications. The sample was collected in a bd, lithium heparin plasma with gel tube and was centrifuged at 3,500 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic tests which passed. The fse provided customer documentation on sample handling and interfering substance. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single pt sample that was generated by the unicel dxc 600i synchron access instrument. A pt sample was tested for accu tni and a result of 0.5 ng/ml was obtained. The erroneous result was reported out of the lab. The original sample was re-tested for accu tni twice, and the repeated results were: 0.09 ng/ml and 0.02 ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.02 ng/ml was obtained. There was no report of pt injury requiring medical intervention or change to pt treatment received regarding this event.